Event description:
The report received from the study indicated that approximately three months after the index procedure, coronary angiography was done and an 80% and a 90% poliferative in-stent restenosis and beyond was reported of the previously implanted two cypher select plus stents. The pt had a cypher select plus 2.25 x 33 mm stent, and a cypher select 2.5 x 33 mm stent implanted in overlapping fashion in the proximal/mid left anterior descending (lad) target lesion. The restenosis was treated by implantation of a tsunami 4.0 x 10 mm stent.

Manufacturer narrative:
The indication for the elective index procedure was stable angina. The pt was found to have two-vessel disease and had one lesion treated during the procedure. No staged procedure was planned. The target lesion was the proximal/mid lad. The lesion was reported to be: de novo, 2.56 mm diameter, 52 mm length, a 100% stenosis, a cto lesion >3 months, and type c (complex). The lesion was not pre-dilated. A cypher select plus 2.25 x 33 mm stent was implanted at 14 atms. An add'l cypher select 2.5 x 33 mm stent was implanted at 14 atms in overlapping fashion. The stents were post-dilated with a 2.5 x 33 mm balloon at 20 atms. The residual stenosis was 5%. The flow pre-procedure was timi 0 and post-procedure was timi 3. There were no device deviations or procedural complications reported. The pt was discharged the day after the procedure. Phone contacts at the one, six and twelve-month periods indicated that the pt was asymptomatic and continuing his medical regimen. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-01155 and # 9616099-2008-01156.